Event description:
It was reported that "the patient was enrolled in the (B)(4) trial. He was randomized to the fusion group and received the stryker reflex hybrid cervical plate. The index surgery occurred on (B)(6)2006. The patient was experiencing neck and shoulder pain and had a second surgery on (B)(6)2010, to remove the initial plate and replace it with a titanium plate on c4-c6."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.